Event description:
Devices implanted on (B)(6) 2018: cook devices = zfen-p-2-28-94 (ac1009200), zfen-d-20-62-76 (ac1009201), tfle-12-73-zt (8207592) left iliac leg. Non-cook devices = right renal artery cordis stent 6*24mm, left renal artery boston scientific stent 6*18mm. After the operation, the patient complained of shortness of breath at night with abdominal pain on (B)(6) 2018. The electrocardiogram and myocardial enzyme spectrum were urgently examined, which showed acute myocardial infarction. After treatment with medication, the patient's condition was stable, the myocardial enzyme profile continued to decline, and the cardiac function was improved. The patient had yellow loose stool for several times every day since (B)(6) 2018. Faecal occult blood test (urgent) performed (B)(6) 2018 - the red blood cell count was 40-50. Combined with consultation opinions of the department of gastroenterology, the possibility of intestinal infection was considered, and the patient was given moxifloxacin and metronidazole orally. Then the patient felt better gradually. The patient presented with chest tightness on (B)(6) 2018, worse with supine position, and better after sitting up. Admitted for treatment with cardiac insufficiency, and then their condition gradually deteriorated. The patient died on (B)(6) 2018.

Manufacturer narrative:
The device was not returned for evaluation. Work order ac1009200 was reviewed and appears complete and correct. Upon reviewing the photos taken of the complaint device during manufacture it appears that the device was manufactured as per the form signed by the physician. This case was reviewed by william cook australia medical director: "I can¿t see that the device contributed to the outcome in any way, apart from the procedural risks of having it inserted. Cardiac complications in an 84-year old female from any invasive procedure are a well-documented risk factor. The procedure and anaesthetic would have triggered the problem that ultimately resulted in her demise." "Cardiac complications and subsequent attendant problems (e.g., arrhythmia, myocardial infarction, congestive heart failure, hypotension, hypertension)" is listed as a potential adverse event. The device IFU states: " each patient must be evaluated on an individual basis with careful consideration given to both the potential benefits and specific risks associated with the procedure."

Event description:
Devices implanted on 2 february 2018: cook devices: zfen-p-2-28-94 (ac1009200), zfen-d-20-62-76 (ac1009201), tfle-12-73-zt (8207592) left iliac leg. Non-cook devices: right renal artery cordis stent 6*24mm, left renal artery boston scientific stent 6*18mm. After the operation, the patient complained of shortness of breath at night with abdominal pain on (B)(6) 2018. The electrocardiogram and myocardial enzyme spectrum were urgently examined, which showed acute myocardial infarction. After treatment with medication, the patient's condition was stable, the myocardial enzyme profile continued to decline, and the cardiac function was improved. The patient had yellow loose stool for several times every day since (B)(6) 2018. Faecal occult blood test (urgent) performed (B)(6) 2018 - the red blood cell count was 40-50. Combined with consultation opinions of the department of gastroenterology, the possibility of intestinal infection was considered, and the patient was given moxifloxacin and metronidazole orally. Then the patient felt better gradually. The patient presented with chest tightness on (B)(6) 2018, worse with supine position, and better after sitting up. Admitted for treatment with cardiac insufficiency, and then their condition gradually deteriorated. The patient died on (B)(6) 2018.